Event description:
The account reported a nonreactive hcv 2.0 eia result on a patient that tested ortho hcv reactive, riba positive (c100p++, c33c++++, ns5+++) and pcr positive with a viral load = 5.8 million copies/ml. Another blood draw tested hcv 2.0 eia nonreactive. No impact to patient management was reported due to the nonreactive hcv 2.0 eia result.